Event description:
The customer initially reported that during use, the knife would not return and the jaws would no longer open or close. The device was not on tissue when this occurred. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.